Event description:
It was reported that the device alarmed air in line during an intralipid infusion infusing on a premature baby. Upon assessment, the nurse found that the tubing set silicone segment was filled with air. When the tubing set was removed from the device for inspection the tubing set separated at the upper fitment. The air did not reach the baby and more lipids were ordered from pharmacy. The customer further stated that there were no adverse effects caused to the baby from the event.

Manufacturer narrative:
The customer¿s report of a separation at the upper fitment was confirmed, however; the separation was confirmed to be a break between the upper fitment and vented spike adaptor. The stress marks and uneven surfaces on the corresponding areas of breakage on the vented spike component indicate an external (lateral) application of force had been applied to the component during use. Further visual inspection (including use of microscope) did not reveal any other damage or anomalies to the remainder of the set. Visual inspection found the set broken at the spike adaptor. The break occurred between the vented spike and the upper fitment. Closer inspection of the two exposed surfaces of the broken vented spike component revealed that the broken surfaces were uneven and jagged. In addition, fine vertical lines were observed at the opening/rim of the upper fitment. These observations are an indication of stress and signify that leverage was likely applied at this area causing the break and resulting leak. Functional testing could not be performed due to the set's break. The root cause of the breakage was identified as an outside force being applied to the component during use. The root cause of the outside force could not be identified.

Event description:
It was reported that the device alarmed air in line during an intralipid infusion infusing on a premature baby. Upon assessment, the nurse found that the tubing set silicone segment was filled with air. When the tubing set was removed from the device for inspection the tubing set separated at the upper fitment. The air did not reach the baby and more lipids were ordered from pharmacy. The customer further stated that there were no adverse effects caused to the baby from the event.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient was a premature (B)(6) weeks gestation

Event description:
It was reported that the device alarmed air in line during an intralipid infusion infusing on a premature baby. Upon assessment, the nurse found that the tubing set silicone segment was filled with air. When the tubing set was removed from the device for inspection the tubing set separated at the upper fitment. The air did not reach the baby and more lipids were ordered from pharmacy. The customer further stated that there were no adverse effects caused to the baby from the event.